Event description:
The #30 5 french foley catheter inserted early in 2003. Later in afternoon, pt put on call light on and said they heard a "pop". (3:30 pm). Nurse lifted pt's leg and found that foley had fallen out. The balloon had ruptured. Balloon intact and new foley inserted. Called bard and found out foley cath on shelf was over 5 years old. Foleys have no expiration dates on them. Would be helpful to healthcare practitioners if FDA could require an expiration date on these.